Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32g 4mm hp 100 box 1200 us leaked during use. The following was reported by the initial reporter: "it was reported that when taking the injection, the insulin leaked out around the hub. Verbatim: consumer stated, when taking injection, insulin leaked out around hub stated, she loss a lot of insulin as a result of leakage 3 pen needles affected lot: 0176879 catalog: 320550. Date of event: (B)(6) 2021, (1 pen needle affected, the other two, unknown)samples: no, (consumer and spouse have covid-19 and cannot send back samples due to restrictions and individual circumstances) samples will not be coming in. Cl."

Event description:
It was reported that 3 pen ndl 32g 4mm hp 100 box 1200 us leaked during use. The following was reported by the initial reporter: "it was reported that when taking the injection, the insulin leaked out around the hub. Verbatim: consumer stated, when taking injection, insulin leaked out around hub stated, she loss a lot of insulin as a result of leakage 3 pen needles affected lot: 0176879 catalog: 320550 date of event: (B)(6) 2021, (1 pen needle affected, the other two, unknown)samples: no, (consumer and spouse have covid-19 and cannot send back samples due to restrictions and individual circumstances) samples will not be coming in. Cl".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.